Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 545 mg/dl and a manual injection was used to correct. Reportedly, the pump supplies were changed to address the issue.